Manufacturer narrative:
Unknown if device caused or contributed to a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Occurrence of redness after the glue application, after surgery for herniated disc. Outcome was not available.